Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the placement of the epidural catheter in the phase of labor delivery, the syringe showed a leak from the plunger, both of liquid and resistance, with potential risk of dural puncture. We replace the device as soon as the problem was noticed and before it was used on the patient. Two kits with the same issues were changed.

Event description:
It was reported that during the placement of the epidural catheter in the phase of labor delivery, the syringe showed a leak from the plunger, both of liquid and resistance, with potential risk of dural puncture. We replace the device as soon as the problem was noticed and before it was used on the patient. Two kits with the same issues were changed.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.